Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error and pump error alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump received an open book image error alarm on the screen. Customer stated that he back of the battery was cracked. The product will return for the analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.